Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the procedure, a pericardial effusion was detected via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. There were no further complications. There is no information regarding extended hospitalization, patient outcome, or the physician¿s causality opinion. It was noted that there were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
On 8/2/2018, biosense webster received additional information regarding this event: the patient was a (B)(6) year-old female, and she has fully recovered with no residual effects. Patient¿s atrial shape with roof tuberculation was cited as a factor that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical swartz slo sheath. Generator was in power control mode at 35 watts at the time of injury. The irrigation flow was set at 8cc while the power was less than 35 watts and 15cc while power was more than 35 watts. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time of 250-300 seconds. The spi value is unknown. The catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 piu. The carto 3 system did not indicate to re-zero the catheter. Force visualization features included: graph, dashboard, vector and visitag. The color option that were used prospectively was ablation index. Concomitant products: carto 3 system, catalog and serial numbers unknown. St. Jude medical swartz sl0 sheath, catalog and lot numbers unknown. St. Jude medical brk transseptal needle, catalog and lot numbers unknown. Manufacturer¿s reference number: (B)(4).